Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e2/e3 and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling. The water invasion caused an abnormality in electronic components and the image was not displayed. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned for evaluation and the customers allegation was not confirmed. It was noted that no image occurred. There was water invasion and the plug unit corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had a b30 scope communication error. It was noted that the customer dried and cleaned all connectors. There were no reports harm associated with the event.